Event description:
It was reported that after a diagnostic angiogram, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, after inserting the starclose se guide wire into the procedural sheath, the procedural sheath was removed leaving the guide wire in place, and an attempt was made to load the starclose se dilator onto the guide wire but the dilator could not be advanced past its hub. The guide wire was replaced with a standard 0.035inch guide wire and a second starclose se dilatator was inserted over the guide wire successfully. The starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae. Although a ten minute delay was reported, it was not believed to be a clinically significant delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device, guide wire, and dilator were returned for evaluation. The reported experience of an inability to load the guide wire into the dilator was confirmed, as an attempt to insert the returned j-tip guide wire into the dilator from both ends, kinked j-tip first, was unsuccessful. The guide wire was then inserted into the dilator straight-end first from both ends of the dilator and the guide wire passed the entire length of the dilator without any detected resistance from both directions. A proxy undamaged guide wire was tested with the returned dilator. The proxy guide wire passed the entire length of the dilator without any detected resistance in both directions when inserted j-tip first. A root cause for the damaged guide wire and reported experience could not be determined. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.